Manufacturer narrative:
Per t:slim g4 user guide: the transmitter is reusable and is replaced about every 6 months. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient information was available. Reportedly, the transmitter had been in use for longer than 6 months. The customer was instructed by tandem technical support to order a new transmitter.